Event description:
Pump had an unexplained "boop" when moving trash container in front of pump. Pump reading 0.00, no flows, nurse hand cranked while 2nd nurse shut off and restarted pump and adjusted flows accordingly. Map dropped to 31, and svo2 dropped to around 42. No meds or volume given. Vital sign returned to baseline once flows resumed. Incident lasted approx. 15-20 seconds. Nurses were unable to recreate incident. Pump continued to work.